Event description:
It was reported that during a da vinci hysterectomy procedure the shaft of the tenaculum forceps instrument broke when the surgical staff attempted to force it out of the system. Instrument fragments fell inside of the patient and were retrieved. The planned surgical procedure was completed after a 15-30 minute delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tenaculum forceps instrument has not been returned for evaluation. Once the instrument has been received and failure analysis has been completed, a follow-up MDR will be submitted. Per the case notes, the instrument fragments were successfully retrieved from the patient.